Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month and twenty-five days of post deployment, patient presented to the emergency department with the complaint of shortness of breath, abdominal pain and leg swelling. A computed tomography of abdomen and pelvis was performed which showed stable position of the inferior vena cava filter. The inferior vena cava and right iliac thrombus identified on previous study has been resolved. Around, three years six months later, a computed tomography of abdomen was performed for filter evaluation. The study showed that inferior vena cava filter was noted with the proximal solid portion of the filter situated at the level of the right renal veins. The tines of the filter expand just inferior to the right renal vein. The left renal vein was superior to the filter. The filter demonstrates no tilt. The distal tip of the tines extends minimally outside of the wall of the vena cava, though they do not perforate any adjacent structures. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.